Manufacturer narrative:
For the one event, the investigation found the customer was using the reagent past the stated expiration date, was operating the instrument without the required syswash solution, and was using an improper sample container. There was no malfunction of the device.

Manufacturer narrative:
The investigation is ongoing. The follow up action was: the field service representative cleaned the probe and the internal water filter, performed liquid flow cleaning, and changed the pinch valve. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Questionable high elecsys toxo igm immunoassay results were generated by the cobas e411 disk analyzer for patient. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient's gender was requested, but was not provided. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.